Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high capture, high impedance, helix damage and operation issue. The ra lead was not used and was replaced. The patient was in stable condition throughout the procedure.